Manufacturer narrative:
Date of event: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot number and no issues were identified. The lot had expired as of the date of evaluation; therefore, no further testing will be conducted at this time.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had anomalies in the draw volume. No report of medical intervention or serious injury.